Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous left anterior descending coronary artery. A 3.5x28mm xience sierra stent delivery system (sds) was used with a balance middleweight (bmw) guide wire. During positioning, the two devices became stuck with each other, so they were removed together. Outside the anatomy, the devices were attempted to be separated from each other with force as a part of intentional manipulation, and the guide wire separated. A same sized xience sierra sds and bmw guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported difficulty to advance and remove were unable to be confirmed as the guide wire was returned frozen in the guide wire lumen of the xience sierra sds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance and difficult to remove the guide wire and noted wire damages appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.